Event description:
The tablet was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned tablet device was completed. A visual analysis of the digitizer pen identified that the button cover was detached. The button is the equivalent of a right-click. Although the button cover was detached, the pen was able to be used to navigate through the vns software with no anomalies. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet device passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the neurosurgeon¿s tablet device was not responding to the tablet stylus but responded to touch from his finger. The stylus battery was replaced; however, the issue did not resolve. The tablet and stylus have not been returned to date.